Manufacturer narrative:
This model number is not approved for distribution in the united states; however, it is same/similar to a device marketed in the u.s. This event occurred outside the us and patient information is not generally available due to confidentiality concerns. Product event summary: the device was returned, analyzed and no anomalies were found. (B)(4).

Event description:
It was reported that due to cold temperature exposure of the pre-implanted implantable cardioverter defibrillator (ICD), the longevity estimator calculator was not available during the device interrogation. Three days later, the longevity estimator calculator was still not available. The device was not implanted and replaced with a new device. No patient complications have been reported as a result of this event.